Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2138-50 (B)(4) description:scs 30cm iii lead model#:sc-3138-35 serial#:a27040 & a07089 description: scs phiii ext 35cm

Manufacturer narrative:
The patient underwent a revision where the physician replaced the lead, (B)(4). The patient is doing well and receiving adequate coverage following the revision. The explanted lead, (B)(6), failed the impedance test. Visual inspection of the lead revealed pronounces kinks that were caused by the suture sleeve. Severed cables were visible through the multi lumen outer tubing, though it was still intact. As the cables weakened and frayed at the compressed location, the wires opened, thus causing the patient to notice stimulation changes in the area of coverage.

Event description:
A report was received that the patient's stimulation had changed. Impedances readings were done and showed 6 contacts with high impedances. The patient was reprogrammed using the two working contacts with no success. The patient will undergo a revision to either replace the leads or the extensions to resolve the high impedance readings.

Event description:
A report was received that the patient's stimulation had changed. Impedances readings were done and showed 6 contacts with high impedances. The patient was reprogrammed using the two working contacts with no success. The patient will undergo a revision to either replace the leads or the extensions to resolve the high impedance readings.